Event description:
It was reported that on (B)(6) 2010, due to a positive stress test, acute coronary syndrome and stable angina, the patient underwent the index procedure with the deployment of one drug eluting stent in the vein graft. Post-procedure residual stenosis was 0% with timi 3 flow. The site listed staged procedures in the left anterior descending (lad) artery and ramus. The patient underwent deployment of two drug eluting stents in the ramus and one drug eluting stent in the distal lad (3.5x8mm promus, 2.5x12mm promus, 2.25x32mm non-abbott stent; specific order of placement was not specified). Post-procedure residual stenosis in both lesions was 0% with timi 3 flow. On (B)(6) 2010, the patient presented with angina. Repeat angiography revealed non-target revascularization of the ramus and lad. The site reported the event as resolved. The patient was discharged on (B)(6) 2010 in stable condition. In the opinion of the investigator, the angina was moderate in intensity, not related to the drug, not related to the device, and not related to the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of angina and restenosis, as listed in the promus instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The other promus is being filed under a separate MFR number.